Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da and bd error. Boston scientific technical services (ts) discussed the da error was self-correcting memory error. The bd error was observed due to multiple applications of a magnet. The errors were cleared and device check was completed with no further anomalies noted. No adverse patient effects were reported.